Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. Reportedly, there was difficult insertion (B)(6) 2016 due to a previous colposuspension. According to the complainant, on (B)(6) 2017, the patient had mesh erosion. The suburethral erosion of the mesh (0.5 x 0.5 cm at the midline) was excised under general anesthetic. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.